Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was urinating a lot and they had an infection. Patient reported that it felt like the stimulator was causing all of their nerve pain and that the stimulation was too strong. Patient had body aches and felt like the device was pulling their nerves and strength. No further complications were reported.